Event description:
It was reported the patient was seen for her planned 3-month follow-up and upon interrogating the device, it was found there was no telemetry or magnet response. The patient, who is pacer dependent, had a heart rate of 42 bpm. No output also reported. Patient was admitted to hospital and the pacemaker replacement is imminent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.